Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins). The caller indicated that the MRI was due to a problem with the device or therapy. The patient is scheduled for an MRI to determine if the patient had a stroke. The patient¿s device has not been turned on. Additional information was received from a manufacture representative (rep) via a healthcare professional (hcp) on 2018-may-29. The ins was explanted the day after it was implanted. There were no known causes. Following the implant, the patient had right leg extremity weakness and loss of feeling. The issue was not resolved but the patient was noted to be alive with no injury. Additional information was received from the rep on 2018-may-29. The rep indicated that the physician sent an email stating ¿uneventful case and neuromonitoring intact. Next day developed acute right leg extremity weakness- no explanation on CT for hematoma or MRI for stroke/ms flare, but removed stimulator as potential cause. Strength improving independently to baseline. Has endocrine/adrenal and blood pressure issues which may be contributing¿. Additional information was received from the rep on 2018-may-30. The rep indicated that they did an MRI and CT scan. There was no hematoma, no stroke, and no ms flare. The patient is still in the hospital at the time of the report. The rep indicated to follow up with the hcp if further information is needed. No further complications were reported/are anticipated.